Event description:
The customer reported to philips that the ac power module failed to charge the battery.

Manufacturer narrative:
(B)(4). The customer reported to philips that the ac power module failed to charge the battery. Given all available information a philips rep at the response center determined that the ac power module had failed. On (B)(6) 2011, a new ac power module was sent to the customer site which resolved the failure.